Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a healthcare professional's meter. At 2:30 pm the professional's meter result was 1.4 inr. At 4:00 pm the customer's meter result was 2.0 inr. Additional information regarding the professional's meter was requested but not provided. The customer said her therapeutic range was "2.0 inr."

Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr, qc 2: 5.3 inr, qc 3: 5.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Fields d9 and h3 were updated.